Event description:
It was reported that approx one year post filter implant, on a routine CT follow up, images showed a caudal filter migration. Two to three legs appear to be perforating through the vena cava, with one leg appearing to have detached from filter and external to the vena cava lumen. Reportedly, this pt has a double vena cava and the filter was placed above the renals. Subsequently, during the follow up, the filter appears resting in the bifurcation of the double vena cava.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for eval. The event investigation is currently underway.